Event description:
During a cervical spine surgical procedure, the diamond grain coating on the bur came off after 2 to 3 minutes into the case. This was a first time use of the bur. It is unk if the all the pieces were retrieved or not. There is no info available from the end user. No injury reported.